Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good physical condition. The screen was scratched. The device was started in application and a double beeping alarm occurred while a cassette was attached. The primary complaint was confirmed. Event history log review found no related errors. The root cause of the reported issue was found to be a faulty dso (downstream occlusion) sensor. Actions were taken to mitigate the reported issue: the dso sensor was replaced.

Event description:
It was reported that the pump was emitting a beeping sound. It was also reported that the pump would not work. The customer tried changing the tubing but it would still not work. The customer switched to another pump and no further issue was noted. No patient injury was reported.